Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the patient is unresponsive/hospitalized and having a MRI. Caller has no further history than this. Reason for call is MRI labeling. They were going to page a local manufacturer¿s representative it was unknown if the issue is due to a problem with the device or therapy. It was then reported that the signs, symptoms, or diagnosis reported are related to the device or therapy. Change in therapy/symptoms was noted as sudden. The issue started ¿several days ago" prior to the call date of (B)(6) 2019. There were no further complications reported/anticipated.